Manufacturer narrative:
The customer's calibration, qc, and system alarm trace were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and verified it was ok. The field service engineer adjusted the rinse mechanism and checked system fluid volumes. Also, he found a leak in a vacuum tube on the rinse mechanism. He replaced the tubing and the cuvettes and performed analyzer maintenance. The customer performed qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer reported reagent pipettor alarms occurred. Also, the customer confirmed the albumin and alt qc results were out of range. The creatinine qc results were requested but not provided. The patient's initial creatinine result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer but used a different reagent disk. The patient's initial creatinine result was 7.54 mg/dl on reagent disk (B)(6). The patient's repeat creatinine result was 0.83 mg/dl on reagent disk (B)(6). The customer determined the repeat result was correct. The creatinine reagent lot number and expiration date were requested but not provided.